Event description:
During procedure, the yellow post with loop detached whilst in the bladder approximately 5 minutes into the operation. Surgeon used an additional forceps to retrieve the detached part. It took 30-45 minutes for the missing part to be recovered and for an additional instrument to be sought to complete the procedure.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The ruptured working electrode is bent and twisted which indicates application of excessive force before the break. The event is filed under internal karl storz complaint ID (B)(4).